Event description:
It was reported that in (B)(6) 2019 the signal artifact monitor switched the minute ventilation vector from the right atrium (ra) to the right ventricle. There had been one second of the minute ventilation sensor signal that was sensed on the ra channel. In (B)(6) 2020 the lead safety switch (lss) was triggered due to ra pace impedance of 2,262 ohms. The lss changed the programming to unipolar which resulted in multiple atrial tachy response episodes, likely due to sensing of noise, though the patient did have a history of atrial fibrillation. Technical services discussed programming the pacemaker to bipolar pacing and unipolar sensing in the atrium. The patient was dependent; however, no pauses in pacing were noted. The pacemaker and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).